Event description:
It was reported that the tubing and connector detached from the pump during use and the cartridge became stuck in the ilet, preventing removal despite a rewind, and a replacement pump was issued. Symptoms included no reported adverse clinical effects or glycemic symptoms. Outcomes included interruption of insulin delivery necessitating backup therapy and replacement of the pump. Investigation included request for images of the cartridge chamber, review of user reports, and logistics tracking confirming return of the device. Investigation of this case revealed a mechanical jam of the cartridge within the pump chamber and a broken connector/tubing interface, consistent with a device component issue affecting the cartridge chamber and infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was mechanical interference related to the cartridge and connector assembly.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.